Event description:
It was reported that during an unspecified treatment procedure, the wallgraft stent failed to advance over the glidewire. The pt was asymptomatic during this event. The wallgraft stent and glidewire were removed as one unit from the pt without difficulty. Once removed from the pt, the physician attempted to pull the glidewire from the guide catheter, and the wallgraft stent deployed in the air. The wallgraft stent was replaced with another of the same device and the procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.